Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was not reported. On unreported date(s), the patient was treated with unspecified drugs intraperitoneally (medication, dosage, frequency, and duration not reported), unspecified "injections" (route, medication, dosage, frequency, and duration not reported), and normal saline 0.9% irrigation (route, dosage, frequency, and duration not reported) for the peritonitis. Hospitalization was reported to last for "half a month". It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.